Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for an oversized/overstuffed talus. The plan is to downsize the talus and possibly revise the tibia if necessary.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for an oversized/overstuffed talus. The plan is to downsize the talus and possibly revise the tibia if necessary.

Manufacturer narrative:
Correction: h6 results & conclusion codes. The reported event was confirmed since images of CT scans were provided and shows an oversized talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows correct positioning with no signs of loosening for the tibia. The talus, however, shows some minor radiolucence. The surgeon describes, that the talus seems too large for the joint and that due to that it would have a conflict and lead to impingement of the adjacent bone. The underlying cause would be a treatment related problem due to the initial implantation of an overstuffed talar implant. Based on investigation, the root cause was attributed to a user related issue. As noted by a medical professional, the failure was caused by the initial implantation of an overstuffed talar implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.